Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that lead was capped and replaced due to high thresholds and low sensing. Patient did not experience adverse complications after the event.

Manufacturer narrative:
Following fields deleted: reason_for_no_eval_code, received date, results.